Manufacturer narrative:
Concomitant medical products: product ID a2dr01 ipg implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed that the right ventricular (rv) lead had intermittent loss of capture and the following day showed apparent total loss of capture on the presenting electrograms. In addition, the lead had high thresholds and the trends showed varying thresholds for several months. The lead remains in use. No patient complications have been reported as a result of this event.